Event description:
The lay user / patient contacted lfs on (B)(6) 2012 alleging that she was attempting to test in the settings mode of her one touch ultra 2 meter and was unsuccessful in obtaining a reading. A medical surveillance specialist (mss) spoke to the patient and obtained the following information. The patient mentioned that on (B)(6) 2012 at 4:00pm, she attempted to test her blood glucose; however, was testing in the settings mode of her one touch ultra 2 meter and was unsuccessful. Approximately 10 minutes later, the patient developed shaky and dizzy. The patient then ate a snack and drank juice and felt better shortly after. The patient denied seeking any further medical attention or contacting her physician for assistance. Customer service walked the patient through the proper testing procedure and the alleged issue was resolved via troubleshooting. The product was replaced. The complaint is being reported since the patient alleged that since she was unable to test her blood glucose, she developed symptoms of a serious injury and had to self-treat with food and drink.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.